Event description:
Customer reported the workstation locks up on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a circuit board. System operates as intended.